Manufacturer narrative:
Clinical review; a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis characterized by cloudy effluent and abdominal pain, which warranted hospitalization and antibiotic therapy. The pdrn stated the peritonitis was caused by a breach of aseptic technique due to touch contamination. There remains no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no objective evidence or allegation the liberty select cycler or liberty cycler set caused or contributed to the event experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Additionally, peritonitis is a well-known complication and/or risk of undergoing pd therapy.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported being hospitalized for 9 days (dates not provided) due to peritonitis (specifics not provided). Follow-up information provided by the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2019 through (B)(6) 2019 due to abdominal pain and cloudy effluent (specifics not provided). The patient was subsequently diagnosed with gram-negative bacterial peritonitis (genus and species not provided). Pd effluent fluid counts revealed an elevated white blood cell (wbc) count of 250 cells/ul while hospitalized (date not provided) and 12 mg/dl in the outpatient dialysis clinic (dates not provided). The patient was successfully treated with antibiotics; however, the drug, route, dose, frequency and duration were not provided. The cause of the peritonitis was reported as a breach in aseptic technique due to touch contamination (specifics not provided). The patient has recovered from the event(s) and continues to perform ccpd therapy without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization. The etiology of peritonitis is unknown; therefore, causality cannot be definitively established. However, there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no objective evidence or allegation the liberty select cycler or liberty cycler set caused or contributed to the event experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Additionally, peritonitis is a well-known complication and/or risk of undergoing pd therapy.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported being hospitalized for 9 days (dates not provided) due to peritonitis (specifics not provided). Subsequent attempts to obtain additional information has thus far proven unsuccessful. The patient continues to perform ccpd therapy.